Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings:. A power on reset event observed in the history. Pump was returned with no evidence of physical damage in or around the battery compartment. Battery cap was not returned - unable to test. Intermittent power was not duplicated during the investigation. Pump exercised for 24 hours with no loss of power occurring. Opened pump - no defect found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.